Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-100, lot# 493438, mfd. 24 jul 15, expires 2020-07, (B)(4). The 3rd (inferior): ifuse implant, p/n 7035-100, lot# 175681, mfd. 13 may 14, expires 2019-05, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had si joint pain relief for six months before complaining of a recurrence of pain symptoms. The surgeon believed that the implants may have been loose. In (B)(6) 2017, the surgeon performed a revision surgery where he removed two implants and replaced them with wider implants of the same type. The status of the patient following the revision procedure is not known.